Manufacturer narrative:
Noise and start-up failures do not lead to these types of events as this is not a life sustaining device. Alternate method of therapy should be available (mdi). Respironics will continue to monitor complaints for this issue.

Event description:
Pt states her nebulizer took 20 mins to start up. Pt had to call 911 because her asthma got out of control and she was rushed to hospital. She went to (B)(6) hospital. She remained in hospital for 24 hrs and was released.